Manufacturer narrative:
It was reported that the patient does not live close to the hosp and will bring the suspect system controller to his next clinic visit in 3 months. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The device was returned for evaluation. The system controller was returned to the manufacturer for evaluation. The submitted log file captured a three second system. The system stop triggered a low speed advisory and a low speed hazard; however, no visual or audio cue occurred. These faults will only result in an active alarm if they are flagged for a set period of time. The returned system controller was functionally tested and was found to operate as intended during analysis. Atypical pump stops were not observed or reproduced. The analysis could not determine the root cause of the brief pump stop recorded in the log file. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during the patient's clinic visit it was noted in the patient's event history that a low speed advisory occurred. Decreases in speed to 2290 rpm and then pump off were also noted. The patient and his wife stated that they did not hear any alarms. The patient's system controller was exchanged to his backup system controller.